Manufacturer narrative:
The account did not have the serial number of the bed. The tech asked the account to check continuity across pins 25-26 and 30-31 when the pt positioning monitor is alarming at the bed. The account stated that they have not been able to locate any beds having the alleged problem. The account believes that the alleged problem was related to user error.

Event description:
The account alleged that they have at least one bed that is not sending a signal to the nurse's station when the pt positioning monitor alarms at the bed. The account stated that there were no injuries and a pt was not in the bed.